Event description:
It was reported that the pump displayed error 41622. There was no reported patient involvement. Subsequent analysis found a damaged camflex sensor and delaminated in downstream occlusion (dso) seal. This is a reportable malfunction, as it could lead to interruption of therapy or serious injury. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of error code. Review of event log confirmed the complaint. There was no applicable service history. Visual and functional testing was performed. Complaint of ¿error message¿ was confirmed with visual inspection and functional testing. Found damaged camflex sensor and the sensor was replaced. Upon further investigation, found downstream occlusion (dso) seal delaminating. Replaced dso seal. Device passed all testing criteria post repair.